Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Prior to procedure, the patient right ventricular (rv) lead had exhibited low impedance measurement. The physician elected to have both the patient right atrial (ra) lead and rv lead capped and replaced on (B)(6) 2024. The patient was in stable condition.